Manufacturer narrative:
No injury was reported. Qiagen is reporting this incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product.

Event description:
Suspected false positive results for influenza a (flu a) were obtained for 8 patient samples by the customer with the qiastat-dx respiratory sars-cov-2 panel, mat. 691223.